Event description:
It was reported that a user in sweden experienced a cartridge alarm, labeled as alarm 20, which persisted despite following correct loading techniques. There was no available information on the customer¿s blood glucose level at the time of the event. The pump was within warranty and was replaced by tandem technical support, with the customer instructed to return the faulty device. The customer did not disclose their backup insulin therapy plan.